Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 6 of 8 MDR's filed for the same patient (reference 1825034-2014-02372 /-02373 /-02374 /-02375 /-02376 /-02377 /-06665 /-06666).

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6), 2010. Legal counsel reports patient allegations of pain, elevated metal ion levels, discomfort, dysfunction, soreness, loss of range of motion, damage to surrounding bone and tissue and lack of mobility. Subsequently, patient was revised on right hip on (B)(6) 2010 and left hip on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2012. Operative report noted the presence of metallosis, grayish-black synovitis, a pseudomembrane, a loose acetabular cup with no bone ingrowth and a loose stem. All components were removed and replaced. Operative report received noted patient underwent a right hip revision on (B)(6) 2009 due to pain. Operative report noted the presence of a pseudomembrane, a loose stem and a loose acetabular cup. All components were removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2010. Legal counsel reports patient allegations of pain, elevated metal ion levels, discomfort, dysfunction, soreness, loss of range of motion, and lack of mobility. Subsequently, patient was revised on right hip on (B)(6) 2010 and left hip on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same patient (reference 1825034-2014-02372-02377).